Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, the user reported high blood glucose (bg) after a larger-than-usual dinner where a usual delivery was announced. Bg was 350 mg/dl on the ilet and 308 mg/dl by fingerstick; the user calibrated the ilet with 308 mg/dl. The agent identified the additional carbs as the likely cause and advised monitoring. The user wears a contact detach infusion set and had recently completed a supply change. Follow-ups showed bg trending down from 327 mg/dl to 282 mg/dl, then to 178 mg/dl on ilet (186 mg/dl by fingerstick). The user confirmed no infusion issues and that corrections were being delivered. No further follow-up was requested. The user's highest blood glucose (bg) recorded was 350 mg/dl. Bg was corrected with ilet corrections. No symptoms during the event were reported. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.